Event description:
Information received by medtronic indicated that the insulin pump had motor power supply voltage error. Customer stated that they were able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump passed self test however, constant pump error 41 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 41 alarms. The history/trace downloads were successful using thus software. Pump error 41 was present in the history download on event date of (B)(6) 2022 at 00:06:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and on the motor home switch. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, partially detached retainer, cracked retainer, battery tube threads - cracked, corroded battery tube and corroded home switch. Pump error 41 was confirmed due to corroded motor home switch. Moisture exposure to confirmed. Cosmetic damage was confirmed at retainer ring. Moisture exposure was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.